Event description:
It was reported that during an unk procedure, there was a cutting clip. Unk how case was completed. There were no adverse consequences to the pt. Additional information on 09/10/2009 - "the risk of bleeding could be avoided by the surgeon and the procedure completed, with manual suture. The bleeding is minor, according the surgeon."

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.